Manufacturer narrative:
D4: updated with full UDI number. H6: the quality investigation is complete.

Event description:
It was reported that during a post operative x-ray, a foreign body remained in the knee joint, a minor revision surgery was performed to remove the foreign body. No other information was provided.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a post operative x-ray, a foreign body remained in the knee joint, a minor revision surgery was performed to remove the foreign body. No further information at this time.